Event description:
It was reported by vns pt's spouse that the psychiatrist noted high impedance during office visit. Additionally, the physician was not able to adjust the settings and stated that the device was "not operating properly". F/u with the physician revealed pt had high impedance. The physician was informed by a company rep that this may be related to lead breakage, fibrosis, or pin insertion issue and was suggested to turn off the generator and order x-rays for the pt. (B)(4) attempts to obtain info about pt manipulation and trauma were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.